Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that they found a crack in the expiratory limb y-piece of an rt266 infant dual-heated evaqua2 breathing circuit during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt266 breathing circuit was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that the collar at the patient end of the expiratory limb was cracked. A lot check was not performed as a lot number was not provided. Conclusion: we were unable to determine what has caused the collar to crack. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The customer has confirmed that the subject breathing circuit was in use before a leak was observed, which indicates that the circuit became damaged during use. The user instructions that accompany the rt266 state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in the (B)(6) reported via a fisher & paykel healthcare field representative that they found a crack in the expiratory limb y-piece of an rt266 infant dual-heated evaqua2 breathing circuit during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4) additional investigation results: method: the cracked connector on the complaint rt266 breathing circuit was sent to an external laboratory for scanning electron microsopy. Results: results of the scanning electron microscopy revealed concentric circles on the cracked surface. A lot check was not performed as a lot number was not provided. Conclusion: based on the scanning electron microscopy, the reported crack on the connector was most likely caused by the connector coming into contact with chemicals resulting in environmental stress cracking. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The customer has confirmed that the subject breathing circuit was in use before a leak was observed, which indicates that the circuit became damaged during use. The user instructions that accompany the rt266 state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." The user instructions also state the following: do not soak, wash, sterilize or resue this product. Avoid contact with chemicals, cleaning agents or hand sanitisers.

Event description:
A hospital in the (B)(6) reported via a fisher & paykel healthcare field representative that they found a crack in the expiratory limb y-piece of an rt266 infant dual-heated evaqua2 breathing circuit during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint breathing circuit has recently been received by fisher & paykel healthcare in (B)(4). We will provide a follow up report upon completion of our investigation.